Event description:
A laparoscopic vaginal hysterectomy was performed utilizing the sonicision cordless ultrasonic dissector. At one point in the surgery while the cervix was being separated from the vagina a piece of one of the blades was found to be missing. Retrieval of the piece resulted in extension of the surgery to a laparotomy, multiple cardiologic studies (the piece kept moving), prolonged time under anesthesia and involvement of a general surgeon for removal. The piece was removed but required inpatient days related to the prolonged surgery.